Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the mini drawer failed to close. A field service engineer reseated the pyxibus controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation system had a mini drawer failure. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this incident.